Event description:
It was originally reported that the stent was deployed during the procedure, however, the returned device included the stent. Additional information was requested on the condition of the returned unit, however, no additional information will be available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a guide wire stuck inside the catheter. Blood was present inside the inner hub and throughout the entire length of the device. The sentinol complaint device with guide wire were placed in a warm circulating water bath for 48 hours to try and separate the devices. This was unsuccessful, the guide wire was not able to be removed from the sentinol device. Approximately 125.5cm of the guide wire was measured protruding from the proximal hub. The guide wire outer diameter measures 0.035 at its maximum, which is compatible with this sentinol device. There is clearance between the outer diameter of the guide wire and the inner diameter of the inner member of the sentinol device, as a layer of dried blood fills this gap causing the wire to stick. There are no indications of nonconformance pertaining to the sentinol stent delivery system or the guide wire. It appears that blood lodged between the inner member and the guide wire may be the causing factor of the wire being froze inside the sentinol device. The stent is present on the stent delivery system. Microscopic inspection revealed no damage or irregularities to the stent or the distal end of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment over a guide wire occurred. The physician was treating an unknown lesion with this 5x40x1350 sentinol stent. During deployment of the stent in the lesion, some resistance was experienced with the proximal section of the stent, however the stent did deploy and was fully expanded after deployment. After the stent was deployed, the physician was unable to remove the guide wire from the sentinol wire lumen. The sentinol and unknown guide wire were removed from the patient together as a unit. The procedure was completed with the implantation of this stent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4)